Event description:
A customer reported issues with the usb port being broken, the battery being unpredictable and dying faster, and the screen being scratched. There was no reported impact on the customer's blood glucose level. The customer declined troubleshooting, and no further action was needed.